Event description:
Reported false positive sofia sars result for 1 symptomatic patient. The customer communicated that the result was confirmed negative by an alternate testing method (method not provided). Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.